Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported sluggish performance, the uninitiated reboots, or a black screen. Analysis noted that there was an error message in the log. The hard drive was replaced and re-imaged, and the software was loaded and updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was taking extremely long times to interrogate devices and rebooted multiple times during the interrogation period. Then the programmer display turned black. The programmer was returned for service. No patient complications have been reported as a result of this event.